Event description:
It was reported that 15 bd pegasus¿ safety closed IV catheter systems had open unit packaging found before use. The following information was provided by the initial reporter, translated from chinese: "in the emergency department, when the package was about to be opened, it was found that the transparent plastic outer package at the needle point of the product was damaged, and the product was exposed... It is suspected that the single box of products has insufficient pressure resistance and caused damage during product transportation."

Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 2248021. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the photograph submitted to our facility has been analyzed. Based on the appearance of the packaging, our engineers have determined that the compression marks were most likely caused by issues during transportation or storage of the device. A review of the retention samples was conducted to confirm that no additional packaging damage was sustained for this lot. The review did not find any additional occurrences of this nonconformance.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 bd pegasus¿ safety closed IV catheter systems had open unit packaging found before use. The following information was provided by the initial reporter, translated from chinese: "in the emergency department, when the package was about to be opened, it was found that the transparent plastic outer package at the needle point of the product was damaged, and the product was exposed... It is suspected that the single box of products has insufficient pressure resistance and caused damage during product transportation."